Event description:
The hcp reported the patient presented with "tachycardia and other symptoms. Now patient is presenting with bradycardia, lethargy, and flaccid." The pump had been refilled 10 days previous with lioresal 2000mcg/ml at a daily dose of 1300mcg. Xrays were done that demonstrated a possible catheter disconnect. The hcp reported the patient is taking other medications, but none that would cause these symptoms. The patient had been in the hospital recently with gastritis. There had been no volume discrepancy at the last refill. A follow up report will be sent when additional information is received.